Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that the customer had reported the issue against the wrong device. There was no issue identified, and the system is functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer repeatedly displayed a ¿not detected on bus¿ error; the customer reconnected it at the back, but it remained loose. The drawer was emptied, and stock was allocated elsewhere, leaving it currently empty. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.